Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a blank display after inserting a new battery. The customer stated the insulin pump was not dropped or exposed to moisture. The customer noted corrosion was present inside the battery cap. Customer was also unable to test for their blood glucose. Customer was unable to confirm if they were able retrieve the display. The customer's blood glucose was 6.7 mmol/l. The customer declined to return the insulin pump for analysis.